Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code.

Manufacturer narrative:
Due to character limitation, below fields are added from (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) had error loop leak. No personal injury reported.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) arrived at the site and confirmed the repair fault with the customer. The equipment test parameters met the factory requirements. The equipment was returned to the customer and allowed for clinical use.

Event description:
N/a